Manufacturer narrative:
This follow up report is being submitted to report additional information.

Manufacturer narrative:
(B)(4). Part: 00875101340 name: liner neutral 40 mm i.d. Size ll for use with 58 mm o.d. Size ll shell lot: 61975489; part: 00875705801 name: shell with cluster holes porous 58 mm o.d. Size ll for use with ll liners lot: 61960305; part: 00771301300 name: modular femoral stem press-fit plasma sprayed cementless size 13.5 lot: 62014546; part: 00801804002 name: femoral head sterile product do not resterilize 12/14 taper lot: 62005423. Upon receipt of the patient operative report the event has been confirmed. Device history record (DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately two years post-implantation. Additional information received in patient¿s revision operative report confirmed patient was revised two years post- implantation due to pain. The revision operative noted metallosis and loosing of the cup.